Event description:
Nt821731c - evd stopcock break. No injuries.

Manufacturer narrative:
Initial report ref to natus complaint# (B)(4). (B)(4) rev 13 risk analysis spreadsheet - eds 3 external drainage system. Hazard 4.36 - stopcock valve unable to turn / rotate and/or handle breakage. Effect (harm): delay in patient treatment, over / under drainage of csf and infection residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Related to capa005781. Further investigation to be carried out.